Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the tibial resection phase of the procedure, a pin broke in two whilst being inserted through the tibial resection block.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was reviewed by depuy melbourne engineering and failure mode confirmed. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.